Event description:
It was reported that the external pulse generator (epg) cables were "broken." Of note, the plastic screw knob showed "physical breakage." The hospital had recently revised their cleaning/sterilization process and noted the cables were "breaking" following the sterilization process. The cables were returned. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The initial report for these product complaints were timely submitted on (B)(4) 2013 under mfg report number 2182208-2013-00309, as there were 2 cables with the same model and lot numbers represented by that regulatory report (mfg report number 2182208-2013-00309). Model number of these cables is (B)(4)l. Product event summary: analysis confirmed the reported event; heart wire connector case halves are separated. Insulation broken open approximately 0.5 of an inch showing the two internal wires, approximately 56 inches from the plug. Multiple areas of adhesive residue found approximately 38 inches to 72 inches from heart wire connector. It is noted the 72 inch mark is approximately 9 to 10 inches from the insulation break. Cable is twisted approximately 2 inches from the insulation break. Cable continuity tests ok. No intermittent connection found when cable is bent / manipulated. Connections were not shorting out between themselves. (B)(4).